Event description:
The manufacturer received information alleging,headache,she does not sleep,related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging,headache,she does not sleep. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. Pil observed an unknown dust contaminant on the blower, blower seal, and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. A white dust contaminant consistent with mineral deposits was observed inside the water tank. An unknown dust contaminant was flip lid seal, water tank lift tray, and bottom enclosure. The bottom was observed to also have a hair-like contaminant on it. The dry box seal was observed to have a white dust contaminant consistent with mineral deposits on it. The bottom cover screws had a mild corrosion to them. A brown sticky congealed contaminant was observed under the bottom cover, beside the heater plate. The blue oring of the heater plate was observed to have been pinched between the heater plate and bottom of the humidifier. The heater plate appeared to have an unknown dust contaminant on it. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.